Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in use. The root cause was determined to be a defective interaction front panel which was replaced. There was no patient or user harm reported.

Event description:
Initially the machine was on patient. After they took the machine off from the patient they tried to put it on standby and the power button is not responding. Then they tried to turn it off, the machine does not turn off and start alarming they took the battery out and still alarming for a short period then stopped alarming. The machine does not turn off/on when you press the power button. I did replace the ip with another ip and the machine turned on/off. It seems the problem is in the ip. I cant extract the log file as I cant turn on the machine. Please advise.